Manufacturer narrative:
Customer notified argon medical that device would not be returned since it was discarded at the hospital. Without the device to examine or images to review, a root cause analysis could be performed.

Event description:
The doctor was doing a case with the biopince 18g 10cm. He was doing a soft tissue lesion at the knee. He said that a piece of gun broke off and was left in the patient. The coordinator did not find out about this until the device was already disposed of.